Event description:
It was reported to philips that the system gave an alert that geometry movements were unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.